Manufacturer narrative:
One tapered screw-vent implant with mtx surface (tsvb11) was returned for investigation. Visual inspection of the as returned product identified minor signs of wear and bone residue around the external threads due to usage. The device was in good condition. Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, it was determined that the product met design specification. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. All sterilization activities were conducted with no nonconformities per sterilization records (st # (B)(4)). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k number: k013227.

Event description:
It was reported that the patient had peri-implantitis. The implant had to be removed.